Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the device was not going into standby mode. The remote service engineer (rse) advised the bme of a possible problem with the flow sensor assembly and provided the bme with the part numbers of the flow sensor assembly and gas delivery system (gds) for repair. The bme requested onsite evaluation and repair of the device. An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp confirmed the reported issue. The asp replaced the gas delivery system (gds) and verified that the issue was resolved. The device successfully passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not going into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, but there was no reported patient impact. The biomedical engineer (bme) called technical support to report that the device was not going into standby mode. The remote service engineer (rse) advised the bme of a possible problem with the flow sensor assembly and provided the bme with the part numbers of the flow sensor assembly and gas delivery system (gds) for repair. The bme requested onsite evaluation and repair of the device. The investigation is ongoing.